Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Functional analysis passed all testing and the pathology report did not indicate thrombus within the pump and no indication of abnormal wear of the impeller or on the housing surfaces. No gross or histopathological findings correlate with the pump functionality. The device met specifications. Controller log file analysis identified several power loss and low flow alarms confirming the reported event. Analysis of test reports, pathology report and log files could not determine relationship of the device to the reported event. A most likely root cause of the event could not be determined due to no failure detected with the device. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was found unconscious at home with only one battery connected to the controller. Low flow alarms were noted during the event. The patient was transported to the emergency department where the pump was stopped and the expired despite administration of cardiopulmonary resuscitation. The device (B)(4) was returned to the manufacturer for evaluation. The concomitant devices (B)(4) were not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Post-explant functional analysis confirmed that pump (B)(4) met pre-implant requirements. DHR review, visual examination and dimensional verification did not identify manufacturing or design discrepancies that may have caused or contributed to the reported event. Independent pathological report did not reveal any evidence of thrombus formation within the pump and no indication of abnormal wear of the impeller or on the pump housing surfaces. The reported event was confirmed via review of the controller log files, which revealed multiple low flow alarms and sudden sustained decrease in estimated flow and power consumption below the normal operating range on the reported event date. In addition, logs indicate there were three double power disconnect events prior to the flow decrease. Review of the power sources before and after each of the power disconnect events revealed that the power sources were manipulated during each power disconnect event. Additionally, one of the batteries serial ID was found to be corrupt due to communication error between the controller and the battery. This is an incidental finding and not related to the reported event; the manufacturer has opened an internal investigation to evaluate these types of issues. A possible root cause for the reported event may be attributed to an inflow occlusion; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU):adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and worsening heart failure. Corrected data: (catalog, serial number , expiration date). (Device manufacture date).

Event description:
Approximately eleven months post hvad implantation, the patient was found by his brother unconscious at home. When the ambulance arrived at the scene, they noted that only one battery was connected to the controller and were advised by the vad coordinator to connect a battery to the second power source. The patient was then transported to the emergency department where the pump was stopped, and they subsequently expired under reanimation. Only low flow alarms were noted throughout the duration of the event. The products will be returned to the manufacturer for analysis. Investigation is ongoing.